Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested at complainant the latest one on (B)(6), 2017 but was not available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: patient was implanted with a znn cmn nail on an unknown date and the patient fell at home on (B)(6), 2017. The patient is suffering from increased pain. No information was provided on revision surgery. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary: it was reported that the patient was implanted with znn cmn nail on an unknown date. On (B)(6), 2017 the patient fell at home and is suffering from increased pain. It is unknown if the znn nailing system was fractured during the patient fall or if a device has migrated. It cannot be said why the patient is suffering from increased pain and if a revision surgery was performed. After several requests for further information, no information has been received. Neither x-rays nor operative notes were received. The manufacturing records showed that the released components met all requirements to perform as intended. There is no evidence for a product malfunction. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
An e-mail has been received from the local competent authorities on july 12, 2017, relating this incident. It was reported that the patient was implanted a cmn femoral nail, ccd 130°, right, 11.5 mm, 38 cm on the right side on unknown date and fell at home on (B)(6) 2017. The patient is now suffering from increasing pain in the right hip. It is currently unknown if the product was damaged and if a revision surgery occurred.